Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's reservoir plunger was coming out of the reservoirs and causing air bubbles to form immediately. The patient's blood glucose at the time of incident was 10.4 mmol/l. It was verified that the customer was following the best practices to avoid air bubbles, and that air bubbles were forming due to a loose connection. No products were returned or replaced.